Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of lens scratched; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. Because an injectohttps://emdr.FDA.gov/emdr/formredaction/r sample was not received at the manufacturing site and no lot information was provided, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that during an intraocular lens (iol) implant procedure, lens was scratched. Additional information was received. In the surgeon opinion the inserter contributed to the event. The inserter scratched the back of lens.